Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, multiple scratches on the display screen were observed. Unrelated to the initial complaint, the battery compartment was cracked and the pump was returned without the battery cap.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display was scratched. It was noted that the display was no longer safely legible. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.